Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent skin cancer removal on (B)(6) 2021 and suture was used. During the procedure, the suture came away from the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/22/2021. H6 component code: g07002 - device not returned. Additional information: h6, h4, d4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h10. Additional information was requested, and the following was obtained: you had sent a follow up email questioning about other events where we have issues with our 5-0 prolene. We have reported other cases to you over the past couple of years. As far as those that we have not reported, I have not kept record of them. I have only reported them to you when asked by the provider. Please let me know if you have any other questions.